Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Group a (current programming for (B)(4)) 0+ 1- 2- 3+ 4v, 150 pw, 160 rate, 464 ohms, 24 hours/day eri at months 9.77 ; eos at 12.77 months group b (programming prior to (B)(6), now using as a backup/wasn't as good for (B)(4)) c+ 2- 3- 2.6v, 180 pw, 150 rate, 556 ohms, 24 hours/day eri at years; eos at years c+ 1- 2.4v, 80 pw, 160 rate, 965 ohms, 24 hours/day eri at 4.57 years, eos at 4.82 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a longevity concern with the ins (B)(4) and they weren't aware of any other issues with the other ins. The patient's tremors had gotten so bad they've had to change programming. The patient was seen in (B)(6) when the ins was at 2.85v but now the patient has seen an eri and was coming into the clinic today. The caller first saw the patient in (B)(6) and indicated the patient had not had any programming adjustments since the 2016 replacement. The caller stated that in (B)(6) they programmed one side, the patient was doing much better and then the patient came back in (B)(6) and was programming the other side but had to use all 4 contacts and a high pw. The patient has a history of prostate cancer and wondered if radiation may have affected the tremors. The patient had radiation to neck/sternum and right after, patient experienced bilateral jolting in their neck that radiated up to their cheek. The caller stated that they didn't think it had anything to do with the dbs and the neurologist is working patient up for skeletal dysplasia problem and this should be considered a closed case and unrelated. It was noted the impedances showed no opens or shorts. Group a (current programming for (B)(4)) 0+ 1- 2- 3+ 4v, 150 pw, 160 rate, 464 ohms, 24 hours/day eri at months; eos at months group b (programming prior to (B)(6), now using as a backup/wasn't as good for (B)(4)) c+ 2- 3- 2.6v, 180 pw, 150 rate, 556 ohms, 24 hours/day crts manual note: case detail report call no: (B)(4), report parameters: 03-jan-18 12:32 pm. The si path and matrix tree are not allegations; they are tools to assist call agents in documenting the information on customer reason for contact. Any rfr codes listed in this document are only suggestions. Final rfr code assignments are based on the context of the entire product comment file. (B)(4).